Event description:
(B)(6) received information that approximately 7 years and 2 months following the implant a 21 millimeter edwards perimount surgical valve, a transthoracic echocardiogram (tte) identified an increased gradient. There was concern of worsening stenosis. The patient was further evaluated at another facility due to a high risk for surgical repair. After further review, the pre-existing surgical valve was replaced with a (B)(6) 23 millimeter transcatheter bioprosthetic aortic valve approximately 6 months following the increased gradient identification. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).